Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch cable was replaced. Patient information currently unavailable. Health professional and occupation currently unavailable.

Event description:
The hospital reported that, at the start of a case when switching from manual mode to ventilator mode, the ventilator did not start. The clinician manipulated the bag/vent switch and eventually the ventilator started. There was no reported patient injury.